Event description:
It was reported that the patient received an error message on the remote control (rc) for their spinal cord stimulator. The rc then stopped working, could not be switched on, and could not be charged. As the patient was unable to control the therapy settings, they experienced inadequate stimulation and an increase of their preexisting pain. The patient went to the emergency room, was administered pain killers and was then discharged. The rc was replaced and the patient has since recovered.

Manufacturer narrative:
The returned remote control was analyzed, passed all tests performed, and exhibited normal device characteristics. With all the available information, boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that the patient received an error message on the remote control (rc) for their spinal cord stimulator. The rc then stopped working could not be switched on and could not be charged. As the patient was unable to control the therapy settings they experienced inadequate stimulation and an increase of their preexisting pain. The patient went to the emergency room was administered pain killers and was then discharged. The rc was replaced and the patient has since recovered.